Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is not holding a charge was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is an internal li-ion battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, unit is not holding a charge. During evaluation, it was found the system shuts down as soon as ac power is removed.